Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After one week, there was an impression of infection at the stoma site, with redness, secretion of pus, smell, and mild pain. Patient was reviewed in the clinic and was recommended to use zincodointment. The nurse instructed the patient on the importance of maintaining stoma site hygiene and treatment. Additional information indicated that the patient was treated with oral antibiotic augmentin and topical bactroban for stoma site infection. There was improvement noted with use of oral and topical antibiotics.